Manufacturer narrative:
(B)(4). The returned clamp was evaluated by the manufacturing plant lab technician to qualitatively exhibit a significantly higher closing force than normal. The root cause remains undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the sleeve of the transfer set was too tight to close/open. There was no patient injury or medical intervention. There was patient involvement.